Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: unknown. D.4. Medical device expiration date: unknown . H.4. Device manufacture date: unknown. H.6. Investigation: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed and root cause is undetermined.

Event description:
It was reported that 1000 bd a-lines¿ had blood clotting. The following information was provided by the initial reporter: "the blood is not being pulled enough and quickly clots, making required a new collection."

Manufacturer narrative:
Date of event: unknown. Initial reporter fax number: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 1000 bd a-lines¿ had blood clotting. The following information was provided by the initial reporter: "the blood is not being pulled enough and quickly clots, making required a new collection. :